Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time the humidifier was used during ventilation of a patient. The root cause was determined to be a defective control board. In consequence the defective part was replaced. There was no patient or user harm.

Event description:
This h900 was delivered to the hospital in june 2020. The h900 was delivered to the hospital in june 2020. However, we received complaints that sometimes the water level high alarm occurs even when there is no water in the chamber.